Event description:
The customer reported the coulter hmx hematology analyzer w/ autoloader generated an incomplete computation or erroneous diff results with suspect messages on approximately 9 patients compared to a rerun on the same analyzer or morphological slide review. There was one erroneous result reported out of the laboratory. However, there was no death or injury attributed to this event and there was no change to patient treatment. The physician questioned the erroneous diff results that were reported. The patient was redrawn and correct results were reported from a different analyzer. During troubleshooting via telephone with the customer technical specialist, the customer detected a leak in the vicinity of pv 27 while running a latron control. At that point, the hmx al leaked 3-5 mls of fluid onto the counter. The leak was not contained. There was no biohazard exposure to open wounds or mucous membranes.

Manufacturer narrative:
Service did not go onsite for this event. The customer replaced the tubing through pv 27 resolving the leakage and erroneous diff results. The customer reran the samples after replacing the tubing and performed a manual diff on two stat samples. Refer to attached patient data summary. (B)(4).